Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "after switching on the intellicuff device, the pump gets activated but pressure is not reached". When this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton medical ag. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). It was stated that the failure did occur during ventilation of a patient. The issue is not likely to be serious to public health but has potential to cause patient death or harm, if it were to recur. Therefore, the event has been deemed to be a reportable event. The root cause was attributed to a visible crack in the connector of the intellicuff pneumatic cuff, the applied air pressure could not inflate the cuff balloon. The correction consisted in replacing the intellicuff device.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "after switching on the intellicuff device, the pump gets activated but pressure is not reached". When this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton medical ag. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing.